Manufacturer narrative:
A titan pump, two cylinders, and a reservoir were received for analysis. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. A separation, adjacent to confined abrasion, was noted on the exhaust tubes of both cylinders 1 & 2 at the tube/strain relief junction. These were sites of leakage. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tubes of both cylinders to be kinked onto themselves for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing at the tube/strain relief junction of both cylinders. Separations of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the tubing tore. The device was explanted and replaced.